Event description:
We received a report from a customer, stating that their hc500 respiratory humidifier was giving too much "rain out".

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. Method: the complaint device has not been received. We are trying to obtain further info from the complainant regarding the ambient conditions while the unit was in use. Results: no further info has been received to date. Conclusions: none.